Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the orthocord sutures that normally come (3 envelope in total) were not inside, only the nitinol needle. Silver inner package was received without the needle nor the needle package. However, a photo was provided by the customer with the needle package missing the sutures, based on that; the customer complaint was confirmed. A manufacture investigation was performed and its most probable that the customer may have fallen the sutures after the pouch opening. As per pfmea an complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. Since the needle package was not received for evaluation, we cannot determine a possible root cause for the issue experienced by customer. A manufacturing record evaluation was performed for the finished device [3l87866] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device [3l87866] number, and no non-conformances were identified.

Event description:
It was reported by the affiliate that during an arthroscopy when the package of the nit menscl sut ndl w2-0 oc 5pk was opened it was noted that the suture that normally come in an envelope, were not inside only the nit menscl sut ndl w2-0 oc 5pk. It was further reported that the package was sealed and not damaged and the security seal was not broken. During in-house engineering evaluation, it was determined that the silver inner package was received without the needle nor the needle package. It was not reported if there was a delay or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.